Event description:
It was reported that during an unknown procedure, the device failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please explain what is meant by, ¿the device failed?¿ what type of procedure was the device used in?

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not-reportable.